Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not locked, lock cassette before starting pump when it was locked. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced latch / lock optic flex circuit and also replaced the air detector sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.